Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left main to the proximal left anterior descending artery. The physician deployed a 4.0x28mm promus element stent in the lesion and then advanced an atlantis sr pro imaging catheter to the lesion to confirm apposition and sizing. Upon delivering the catheter, the catheter got caught on a stent strut and deformed the proximal end of the stent. Imaging was completed with this catheter and confirmed that the stent struts were deformed and that the proximal end of the stent needed post dilatation. The physician used a 4.5x15mm nc quantum apex balloon inflated to 18atms and successfully opened the deformed proximal part of the stent. The physician commented that "they were aggressive in delivering the ivus catheter and when they delivered the quantum balloon there was no catch - slipped straight through." No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).